Event description:
It was reported to philips that the azurion device had a problem with producing x-rays.the device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system initiated a restart of the generator, which restored the x-ray functionality. The restart took about 5 minutes. The procedure was completed as planned after the generator restart was completed. A philips service engineer inspected the system onsite and analyzed the log file. Tube arc errors were identified in the log file which caused the generator to restart. The x-ray tube has been replaced and the system has been returned to use within good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The system identified a tube arcing error and initiated a restart of the generator to recover from the issue. The generator restart resolved the issue and the procedure was completed. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of image functionality that can be resolved by utilizing the design mitigations provided by the device is not likely to cause or contribute to death or serious injury if it were to recur.